Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 129 ohms. Additionally, this rv lead exhibited oversensing. It was noted that the patient was recently implanted with a non boston device in (B)(6) 2025, and as a result, a lead issue was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was likely revised, but the field representative was not present for the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 129 ohms. Additionally, this rv lead exhibited oversensing. It was noted that the patient was recently implanted with a non boston device in (B)(6) 2025, and as a result, a lead issue was suspected. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.